Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was returned and evaluated against the reported event. Visual evaluation of the head and liner identified dark debris and a thread like pattern in the conical taper of the head. Sem analysis revealed the taper of the returned device to be assigned a modified goldberg score of 3 which corresponds with more than 30 percent of the surface to be covered in corrosion debris. Evaluation of the returned product confirmed the reported event but did not change the final conclusion of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with medical records received. Medical records state patient was revised due to pain and recurrent dislocations. An heterogeneous soft tissue mass involving hip and pelvis was identified on MRI. Patient had necrotic muscle involving gluteus medius or maximus. The entire trochanter was devoid of any muscle attachment and the hip had dislocated. The greater trochanter had no blood supply and looked like ivory. Upon removal of the femoral head, tremendous amount of black corrosion was seen around neck morse taper. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00630505036 ¿ xlpe liners ¿ 61504418, 00784501300 ¿ versys femoral stem - 60846560, 00620205022 ¿ tm acetabular shell ¿ ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 01476.

Event description:
It was reported that patient presented with ongoing pain and dislocation at an unknown amount of time post implantation. Approximately 8 years post implantation, the patient underwent a revision surgery. During the surgery, enlarging soft tissue mass on the hip and pelvis was noted and identified as necrotic muscle. Tremendous amounts of black corrosion around the neck morse taper was noted upon removal of the head component. The cup, liner, and head components were all removed and replaced with competitor products, while the stem remains implanted. Attempts have been made and additional information on the reported event is unavailable at this time.